Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The facility's pharmacist reported to baxter (B)(4) that a clearlink non-vented spike was connected to a bag containing a chemotherapy drug. The bag was used, and then it was placed into the over pouch. The next day, the over pouch was found to be full of the solution. The bag was cleaned and changed, and the issue did not recur. This condition occurred during storage. There was no report of patient involvement, patient injury, or medical intervention in association with this event.